Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the pt's postoperative appointment it was found the pt is unable to lift his arms above his head. The pt did not report any numbness. The pt was implanted with a cervical scs system on (B)(6) 2014. The pt's physician has referred the pt for physical therapy.